Event description:
Information received by medtronic indicated that the customer received pump error alarms on the insulin pump and frozen display. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned device for an alleged frozen screen, post-reset ram crc alarm and software error detected on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device powered up properly after battery installation. The device passed the displacement test and self test. No unexpected post-reset ram crc alarm, a broken force sensor was detected during seating or regular delivery alarm, frozen screen or software error detected noted during testing. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. Successfully downloaded history files and traces using thus software. On september 04, 2022 17:23:27.000 alarm alert notification fault number = battery removed (84) and followed by on september 04, 2022 17:28:22.000 alarm alert notification fault number = post-reset ram crc alarm (23). Device was cut open to perform visual inspection and found evidence of moisture damage on battery tube assembly noted. The device was received with scratched lcd window and scratched case. In summary, customer alleged post-reset ram crc alarm, software error detected, frozen screen and a broken force sensor was detected during seating or regular delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.